Event description:
It was reported that an ilet user experienced an unresponsive ilet touchscreen that prevented selection of any on-device options, with a crack observed on the bottom of the unit; glucose levels were reported as stable, and the user was using a dexcom g6. Symptoms included no adverse clinical effects. Outcomes included no change in therapy beyond arranging a replacement device and guidance to continue cgm monitoring with the dexcom app or receiver. Investigation included product replacement logistics and request for device return for evaluation. Investigation of this case revealed that the device exhibited a physical enclosure crack and a nonresponsive user interface. It was concluded that the device had a hardware failure affecting the display or touch input, and a replacement was issued. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.